Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical products: item number: unknown, item name: unknown g7 cup, lot #: unknown. Report source: (B)(6). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the liner would not seat within the cup during a hip arthroplasty. A different liner was used in order to complete the procedure. No patient harm was indicated. Attempts have been made and no additional information is available.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by the device that was returned and evaluated. The rim of the liner is lightly scratched. Light scratching and gouging was found in multiple locations around the outer radius of the liner. No notable damage was observed to the scallops or barb areas. Device history record was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.